Event description:
This device was returned for without an alleged defect. During pre-testing of the returned device, it was discovered that the device had "oil contamination/debris and a loose separator cap and chamber." The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged malfunction. (B)(4) evaluated the device. A functional test revealed that the device failed to manufacturing specifications. Evidence suggest this was due to usage wear over time. (B)(4).